Event description:
It was reported that while using two surgical fibers during a prostate procedure, a "check fiber" message was received at 9,470 and 25,715 joules of use. The procedure was completed using the second surgical fiber. There was no report of pt injury. This report is for the second surgical fiber used.

Manufacturer narrative:
Fiber analysis: the fiber was found to have a circumferential fracture at the fiber/cap fusion zone; the fiber proximal to the fracture was found to rotate independently of the metal cap. Detritus on the metal cap and severe devitrification of cap at the output window were observed. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The potential for forward firing may exist. The fiber card was analyzed and found to be expired due to the soft joule limit being reached; this would result in a "check fiber card" courtesy message and functioned as designed. The most probable root cause of the device issue was suspected to be related to localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.